Event description:
It was reported by the customer's mother that their insulin pump had a priming anomaly. Customer stated they were unable to exit the priming process. Advised customer to hold the act button until they heard a series of audible beeps. Customer stated audible beeps were not heard and numbers did not appear on the display screen. Customer's blood glucose level was 332 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, and basic occlusion test. No prime anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)